Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Information received indicates while performing preventive maintenance on the bed, the technician found an open ground on the power cord.